Manufacturer narrative:
Results: four photographs were returned from the customer in support of this complaint. The photos show a used tube with a crack. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5058935. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that after collecting blood, a 13x100 mm 5.0 ml bd vacutainer® plus plastic sst had a crack in tube which led resulted in blood leakage. No serious injury or medical intervention was reported.